Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that an unspecified alarm occurred during the operation of a multifiltrate pro machine which resulted in patient blood loss. The alarm was described as a ¿persistent alarm tone¿ which occurred suddenly approximately twelve hours into continuous venovenous hemodialysis (cvvd) treatment. It was reported that shutting down the device was the only option available to the staff. The event resulted in approximately 250 ml of blood loss. Log data was collected by a hospital technician and provided to the manufacturer for review. Functional ¿t1¿ testing was performed following the event, and no machine repairs were needed. The patient did not experience any adverse effects due to the blood loss, and no medical intervention was required. A sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unspecified alarm occurred during the operation of a multifiltrate pro machine which resulted in patient blood loss. The alarm was described as a ¿persistent alarm tone¿ which occurred suddenly approximately twelve hours into continuous venovenous hemodialysis (cvvd) treatment. It was reported that shutting down the device was the only option available to the staff. The event resulted in approximately 250 ml of blood loss. Log data was collected by a hospital technician and provided to the manufacturer for review. Functional ¿t1¿ testing was performed following the event, and no machine repairs were needed. The patient did not experience any adverse effects due to the blood loss, and no medical intervention was required. A sample was not available to be returned for evaluation.